Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot (p). (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had a blank display. Customer reported they changed the battery and received a failed battery test alarm and still got a greyish screen. Troubleshooting for blank display was performed. Patient's blood glucose at the time of incident was around 150mg/dl or 160mg/dl but also stated experienced a high blood glucose level of 500mg/dl the night before. The customer declined to troubleshoot for high blood glucose. No failed battery test troubleshooting performed due to pump being immobilized. Customer was advised to put new batteries and new replacement cap as soon as they receive it. The customer was advised to revert to the back-up plan per health care professional's instructions until replacement cap arrives. The product will not be returned for analysis.